Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
Evaluation conclusion: the manufacturer previously reported the sensor board was replaced to address "service required" code. No components were replaced to address the "service required" code. The estimate was rejected and thedevice scrapped per the customer request.